Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer's blood glucose level was 535mg/dl. The customer believes that the high blood glucose level was a result of the leaking cartridge. Reportedly the customer used multiple daily injections to resume insulin therapy.